Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and determined the customer damaged the ECG connector. To address the issue the fse replaced the ECG connector/cable assembly. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ECG port that was broken. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The removed ECG connector / cable assembly was returned to national repair center for evaluation. The national repair center received the ECG connector assembly and the national repair center inspected the ECG connector assembly and observed that the connector was broken. The nrc verified the failure of the connector being broken. Retaining the connector in the nrc per procedure.